Event description:
Customer reported dropping his insulin pump and now the vibrate feature does not work. Customer's blood glucose was unknown. Customer inserted a new battery. During the self test, the insulin pump did not vibrate. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was received with no vibrating during self test due to broken vibrator motor wire. Insulin pump had minor scratches on lcd window.